Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 499 mg/dl or 400 mg/dl and the low blood glucose level was 49mg/dl. The customer was treated with insulin pump. Customer did allege pump was under delivering because boluses and blood glucose remain high. Customer stated drive support cap was normal. Customer also stated that insulin pump received a no delivery alarm because insulin pump was empty. Customer ran self test, displacement test and they were passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect and missing information in summary related event. The correct information has been provided with this report. (B)(4).

Event description:
The customer dispatched from emergency medical services due to high blood glucose level. Customer did initially allege insulin pump was under delivering because boluses and blood glucose remain high, but later reported that no longer believed that the insulin pump was under delivering insulin.